Event description:
It was reported that the universal modular electric/ battery double trigger handpiece was noisy and was lacking two screws. There was no patient harm or surgery delay reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.